Event description:
It was reported that during an unknown procedure there was an item here that has dirt inside the package or something that has made it unsterile. New clip applier. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 8/21/2025 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned inside it's package unopened. The package was visually inspected, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Upon visual inspection, a foreign matter was noted to be inside the packaging and appears to be flash from the device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device after packaging during transit. A manufacturing record evaluation was performed for the finished device lot 325d20 number, and no non-conformances were identified.